Event description:
Customer stated that he went to use flosser portion of sonic fusion and it did not start the motor immediately. This resulted in him removing it from his mouth to look at the brush and the water went directly into his left eye. When the water began coming out, he claims he was unable to immediately shut the unit off.